Manufacturer narrative:
(B)(4) guide catheter broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct (cbd) on (B)(6) 2015. According to the complainant, during the procedure, while deploying the stent, the guide catheter broke and remained inside the stent. An attempt to remove the broken guide catheter from the stent with a grasping forceps was done but was unsuccessful. Therefore, the entire stent was removed along with the broken guide catheter. The procedure was completed with another rx biliary stent. Reportedly, at some point of the procedure, the patient had a perforation. The nurse in the case did not believe that the stent or the breaking of the guide catheter had anything to do with the perforation. Attempts to obtain additional information regarding the circumstances surrounding this event and to ascertain the patient&#38112;condition have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A visual evaluation of the returned device found that the guide catheter was detached from the pull wire. The detached guide catheter, pull wire, and push catheter were bent several locations throughout. The stent was free of any obvious kinks/bents. Perforation is a known physiological effect of the procedure noted within the directions for use, therefore, the most probable root cause for this event has been identified as anticipated procedural complication. In addition, the investigation concluded that tortuous conditions due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in catheters. With the catheters bound by kinks and bends, the stent would become difficult to deploy. Forcible attempt to deploy the stent could cause detachment of guide catheter, and bends and displacement of the pull wire. Thus, ¿operational context' was selected as a secondary root cause for this event. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed no anomaly was found.

Event description:
It was reported to boston scientific corporation that an rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct (cbd) on july 20, 2015. According to the complainant, during the procedure, while deploying the stent, the guide catheter broke and remained inside the stent. An attempt to remove the broken guide catheter from the stent with a grasping forceps was done but was unsuccessful. Therefore, the entire stent was removed along with the broken guide catheter. The procedure was completed with another rx biliary stent. Reportedly, at some point of the procedure, the patient had a perforation. The nurse in the case did not believe that the stent or the breaking of the guide catheter had anything to do with the perforation. Attempts to obtain additional information regarding the circumstances surrounding this event and to ascertain the patient's condition have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.